Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that 3 samples generated (B)(6) results whereas vidas was (B)(6). ID (B)(4): (B)(6) results of 0.90 and 0.87 s/co were generated. Vidas (B)(6). ID (B)(4): (B)(6) results of 0.47 and 0.48 s/co were generated. Vidas (B)(6). ID (B)(4): (B)(6) results of 0.86 and 0.81 s/co were generated. Vidas (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
The customer observed (B)(6) patient samples whereas vidas was (B)(6) or indeterminate. A (B)(6), lot number 40408li00 was tested in a clinical (B)(6) set up, including one commercially available seroconversion panel (biomex seroconversion panel (B)(4)). Results of this setup did not implicate that the (B)(6) performance of the lot is (B)(6) impacted. The seroconversion panel was compared with historical data from (B)(6) lot number 21153li00. The reagent detected the same bleeds as (B)(6). Additionally, a review of non-conformances and deviations associated with the affected (B)(6) lot was performed. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. Customer complaint data was reviewed and no adverse trends were identified. The (B)(6) package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.